Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. The surgical technique notes that the bearing is implanted using an inserter that applies both downward and rearward force. As the force used by the surgeon is not known, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat cemented tibial component size 4. Catalog #: 00598003702, lot # j7263965. G2 - report source - foreign: event occurred in hong kong. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital would not approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: investigation incomplete.

Event description:
It was reported during knee arthroplasty that upon insertion of the articular surface, force was applied and the edge of the implant fractured into several pieces. Another articular surface implant was used to complete the procedure. No adverse events were reported as a result of this malfunction.